Manufacturer narrative:
Corrected information: h6: health effect impact code. The reported event of "an unstable shape when deployed" could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant. During the implant procedure, the device was determined to have an unstable shape when deployed and expansion occurred. The device was replaced to resolve the event. There was no clinically significant delay in procedure and no adverse patient effects. Patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.